Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6), 2010, this patient underwent an emergency endovascular repair of a ruptured thoraco-abdominal aortic aneurysm using a gore tag thoracic endoprosthesis (tgt3415/7272701). The patient also had a separate descending thoracic aortic aneurysm. Prior to the implantation of the devices, bypass surgeries were performed on the superior mesenteric artery (sma) and the both renal arteries. No revascularization was performed on the celiac artery as a collateral flow from the sma was observed. The four vessels (the sma, the celiac artery and both renal arteries) were intentionally covered by the device. The procedure ended without any complication. The patient tolerated the procedure. On (B)(6), 2010, the patient was diagnosed with gallbladder necrosis. Cholecystectomy was performed. The patient tolerated procedure. The patient's condition was well after the procedure. On (B)(6), 2010, the patient's condition deteriorated suddenly. Computed tomography scan showed a rupture of the descending thoracic aortic aneurysm, which was separate from the aneurysm treated on (B)(6), 2010. The patient expired on the same day. It was reported that the CT images dated (B)(6), 2010 showed good seal and no endoleak related to the tgt3415/7272701. The physician stated that the death is not attributed to the device or the procedure.